Manufacturer narrative:
Na.

Event description:
The reporter complained they are getting high results on the coaguchek xs meter (serial number (B)(4)) when compared to the lab. On (B)(6) 2015 at 3:01 pm a result of 2.5 inr was obtained on the meter while a lab value of 2.0 inr was obtained at 4:40 pm. It was reported that the lab uses the dade innovin reagent. The patient's therapeutic range is 2.0-3.0 inr. The reporter is not sure if the patient is anemic, or if the patient has any antiphospholipid antibodies. It was reported that there was no special diet or changes to the patient's diet. The patient took warfarin 5 mg on the evening of (B)(6) 2015 as normal. The patient was on lovenox on (B)(6) 2015. The patient is stable. There was no adverse event. The suspect product was requested to be returned. Replacement product was sent to the customer.

Manufacturer narrative:
The customer did not return the meter and the strips. The retention test strips 23343321 were tested in comparison to the current masterlot 230734 on internal reference meters. All measurements were without error messages. The retention material meets the specification. The allegation has not been verified.